Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 03/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not retract back into the shaft. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter with a loaded unknown sheath was received for evaluation. During visual evaluation, detachment was noted to the proximal end of the catheter segment. The bifurcate and luers were not returned. Bunching was noted throughout the sheath. Functional testing could not performed due to the condition of the returned sample. The investigation is confirmed for the reported difficult to remove as the catheter was returned with an unknown introducer sheath loaded over it. The investigation is also confirmed for the identified detachment as detachment of the catheter was noted at proximal end of the catheter segment. Also the bifurcate and luers were not returned. A definitive root cause for the reported difficult to remove and identified detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2024), g3, h6(device, method). H11: h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not retract back into the shaft. There was no reported patient injury.